Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d2: additional procode: gxr. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: manufacturing location: monument. Manufacturing date: 01-march-2022. Part: 04.503.104.01c, ti matrixneuro screw self- drilling 4mm. Lot: 694p679 (non-sterile). One piece was scrapped at clip assembly after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 21015, tialnbri4.00. Lot: 81p1271. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the ti matrixneuro screw self-drilling 4mm was found stripped in the treaded tip and it was observed that the tip was broken, the broken surface was examined and there was no evidence of a material issue, the broken fragment was not returned for examination. Also unknown residues were found around the screw. Additionally the screw did not arrived in its original packaging, it can be observed that the device exhibits signs of prior use before the investigation. Therefore, we cannot conclude whether the issue was due to manufacturing or transportation. The reported condition can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the attempt of implantation. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the ti matrixneuro screw self-drilling 4mm would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was scheduled for a craniotomy on (B)(6) 2024. Prior to the surgery, the packaging was opened and the screw was noted to be broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. This report is for a ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).